Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was a stain from the suction cylinder, air/water cylinder, and adhere of the control unit. Angulation was reduced. There was a gap of adhesive on the bending section rubber. There were crack, burr, chip, corrosion, discoloration, sickness, loosening, collapse, deformation, damage, scratch, or unclear markings on the endoscope connector. The insulation resistance value of the insertion section was out of specification. Device history record review indicates, that the product was manufactured and tested in accordance with all applicable procedures, and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa. Klebseilla pneumoniae. The user facility soaked the device to biofilm remover. The device had been reprocessed manually and using a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The user facility took microbiological testing for another olympus device and the soluscope machine and no microbe was detected as a result of the testing. There was no report of infection associated with this report.